Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump had lost programming. No disruption in therapy due to pump program lost. Pump replacement pending dispense. Patient also reports leg swelling with medication given that comes and goes, which is not a new side effect and not related to pump losing programming. Product faulted during patient use. No patient injury. Patient was able to continue infusion with backup pump. No patient injury related to the alleged malfunction was reported.

Manufacturer narrative:
Additional information received via email from customer on 27-jul-2022 and attached in complaint: date of event, pump serial number and other patient details are unknown. Pump is not available for evaluation. Additional information received via email from customer on 01-aug-2022 and attached in complaint: pump did not alarm during the reported event. Event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 7400. Correction: labeled for single use: no.